Event description:
It was reported that when the lead was implanted, it would "not give a clean signal" and that the physician suspected that it was not working properly. The lead was removed, returned and analyzed. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned to the manufacturer. Analysis was performed with no anomalies found.